Event description:
Neuropathy [neuropathy peripheral], profound and permanent neurological injuries [nervous system disorder], other severe and permanent physical injuries [injury], excess zinc [blood zinc increased], copper depletion [copper deficiency]. Case description: an attorney reported that their client, a male, age (B)(6), used fixodent denture adhesive, version unk cream and super poligrip for denture adhesive purposes for approx 29 years and reported that his client was diagnosed with neuropathy; has profound and permanent neurological injuries; other severe and permanent physical injuries which have left him unable to perform his normal, customary and daily activities; excess zinc; and copper depletion. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history-denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.